Manufacturer narrative:
The field for d2b was not populated due to a technical limitation. Product code: dqx this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the straight fixed core wire guide was damaged, and it was removed from the patient without incident. It was further noted that the distal weld connection separated from the coil and safety wire which resulted in coil elongation. The inner mandril and safety wire were also noted to be exposed. The product problems did not result in any reported serious injuries to the patient.